Manufacturer narrative:
Submit date: 10/5/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states the unit's rate is too high. Per additional information received this was discovered during testing and there was no patient involved. The volume was set to 500 and the rate 75 ml. The customer does not have the actual volume delivered and only stated that it was over the rate. The feed was completed in 30 minutes and customer does not know when / if the rate of the feed changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit's rate is too high.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.